Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that approximately one month post system implant, the patient with this device presented with a pneumothorax. The pneumothorax was resolved without complications; however laboratory cultures confirmed a positive wound infection. As such, the entire system was explanted without complications. No return of product is expected.